Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. No data or product was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.